Event description:
Customer reported the insulin pump alarmed during the manual prime. Troubleshooting was performed. Customer's blood glucose was 124 mg/dl. Customer reported the insulin was squirting out during the manual prime. Customer stated the device was not dropped or bumped. Customer was advised to remain disconnected. Customer reported the device support cap was sticking out. Customer did not push in the cap. Customer was advised to discontinue use of the pump and revert to back up plan. Customer was advised the device need to be replaced. Customer declined to surrender the device to medtronic for failure analysis. Customer had another insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.